Manufacturer narrative:
The pod was received with the cannula deployed. The download data showed that the device completed the first and second priming sequence. The device ran 58 pulses before the user deactivated the device. No issues were found that would result in the needle not deploying. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle not deploying could not be determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged, and fluid was able to flow through the fluid path with no signs of struggle. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. The cannula was found bent as well.